Event description:
It was reported that one year after primary surgery, revision surgery had to be performed due to dislocation. The journey ii bcs femoral oxonium left size 4 was exchanged. Dr. Stated that the devices were not defective.